Manufacturer narrative:
(B)(4). Article citation: ayesha karimi, dan lindfield, andrew turnbull, chrysostomos dimitriou, bhairavi bhatia, mahmoud radwan, pieter gouws, abdul hanifudin, nishani amerasinghe, & aby jacob. "A multi-centre interventional case series of 259 ab-interno xen gel implants for glaucoma, with and without combined cataract surgery." The royal college of ophthalmologists 2018, eye (2019) 33:469¿477 https://doi.org/10.1038/s41433-018-0243-8. The reported events of hypotony maculopathy, bleb-related leakage, high intraocular pressure, vision loss, exposure, endophthalmitis, low intraocular pressure, bleb-related issues, bleb-related leakage, choroidal effusion, central retinal vein occlusion and a cyclodialysis cleft are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the author regarding the events, products, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Reported events of hypotony, iop spike, transient xen occlusion, less than 2 snellen lines vison loss lasting more than one month, large dyaesthetic bleb, exposure, hypotonous maculopathy, choroidal effusion, endophthalmitis, central retinal vein occlusion and cyclodialysis cleft were noted in the article: "a multi-centre interventional case series of 259 ab-interno xen gel implants for glaucoma, with and without combined cataract surgery." In total, 259 consecutive surgeries of 226 patients were reviewed. In all, 40.9% of cases required postoperative bleb needling or antimetabolite injection.